Event description:
It was reported that during service procedure the ventilator generated an error code indicating an open safety valve. There was no patient involvement. (B)(4).

Manufacturer narrative:
More information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.